Event description:
It was reported that a system error 2240 alarm (air in line/set) occurred on a homechoice device during dwell four of four of peritoneal dialysis therapy. Troubleshooting revealed that the patient had disconnected from the device without properly following disconnect procedures. The patient then reconnected to the device. The technical services representative helped end therapy and reviewed proper procedures with a caregiver (cg). The cg planned on contacting a registered nurse for instructions regarding the completion of therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that the patient improperly disconnected/reconnected from the setup which is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from the cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.